Event description:
It was reported that the level 1 hotline low flow system (hl-90) exhibited a leak in the water tank. This issue was observed during the setup of the equipment and prior to patient use.

Manufacturer narrative:
Returned device was received in decent physical condition. The pump had a cracked tank cover. During the evaluation of the device, it was found that the cracked tank cover is what caused the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.